Event description:
The customer reported that his dog chewed up his insulin pump and it's not functioning anymore. The blood glucose reading was 202mg/dl. The caller stated that the buttons are unresponsive and the back of the pump is missing. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.